Manufacturer narrative:
E3-non-health care professional; e2-no. A device history review of the current product was conducted, and no problems were found. A definitive root cause of the reported issue could not be determined. This issue is addressed in the instructions for use (IFU): connection with endoscope (caution) before attaching the endoscope, make sure that the eyepiece is securely attached to the endoscope. If the eyepiece is loose, the endoscope image may be out of focus or rattling. The endoscope may also fall. Endoscope image unexpectedly disappears or cannot be unfrozen (warning) do not strike or drop the product. Water leakage may damage the product's internal circuitry. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flooding of cable and imaging section. There was no patient involvement.